Event description:
On (B)(6) 2011 customer reported that the reagent and sample probes, on the immage 800 instrument, were leaking. Customer requested service. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and noted that the vacuum status was -.05 with the pump turned on, and the wash stations were not draining. Fse found that the check valve on tubing #10 was blocked. Fse flushed the blockage, rebuilt the vacuum pump, and performed alignments. The issue was resolved. No further leaks have been reported.

Manufacturer narrative:
(B)(4).